Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use after the magnet was pushed back into position. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following a MRI. The recipient's magnet was pushed back into position.